Event description:
Information from ae regulatory system: on (B)(6) 2025, the patient was admitted to the hospital with type 2 diabetes accompanied by multiple complications. The patient was given intradermal injection of novolin insulin as prescribed by the doctor and was prescribed a disposable "disposable injection pen needle produced by embecta". During use, it was found that the needle was clogged and the insulin could not flow out, so the needle was replaced immediately. Ae report no. (B)(4). Call center didn't contact with customer successfully and do not acquire the information reported in the ae regulatory system. Material code found in the system is 329487. If any update will be sent by email. Sample availability: unknown sample availability details: unknown.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.